Event description:
The customer reported that for a few days now, this alarm has not been heard on the central station anymore. Configuration request, wants technical alarm on the scope's report on the central station. Patient involvement is unknown.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was configuration at site. The reported problem was confirmed. The device was operational, the investigation identified as a configuration issue. If additional information is received the complaint file will be reopened.